Event description:
The company representative reported via email that the customer's insulin pump had unexplained beeping. The customer did not receive an alarm when this beeping occurred. The customer performed frequent battery changes and stated that the insulin rejected new batteries. The customer had to restart the priming in order to complete the process. The customer's blood glucose was unknown. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.